Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced vulvovaginal pruritus ("itching / vaginal itching") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swelling") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and weight increased outcome was unknown and the vulvovaginal pruritus, swelling and urticaria had resolved. The reporter considered allergy to metals, fatigue, menorrhagia, pelvic pain, swelling, urticaria, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: current weight 219 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), itching, nickel allergy, fatigue, weight gain, swelling, hives", lot number, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gerd, hidradenitis, hypertension and asthma. Concomitant products included lisinopril and omeprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vulvovaginal pruritus ("itching / vaginal itching") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swelling") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and weight increased outcome was unknown and the vulvovaginal pruritus, swelling and urticaria had resolved. The reporter considered allergy to metals, fatigue, menorrhagia, pelvic pain, swelling, urticaria, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: current weight 219 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 624472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gerd, hidradenitis, hypertension and asthma. Concomitant products included lisinopril and omeprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vulvovaginal pruritus ("itching / vaginal itching") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swelling") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent ablation) and surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and weight increased outcome was unknown and the vulvovaginal pruritus, swelling and urticaria had resolved. The reporter considered allergy to metals, fatigue, menorrhagia, pelvic pain, swelling, urticaria, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: current weight: 219 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.